Manufacturer narrative:
The end user would not provide any further information on the event. Regularly assessing the integrity of a patient's skin is typically part of a patient-care protocol. It is unknown if such an assessment was performed or at what frequency. It is also not known if routine-care practices as outlined in the IFU were followed. Further information about the device was not provided nor was the device returned. Without further information from the end user or the device itself, it is not possible to determine a root cause for this reported full thickness upper lip injury.

Event description:
It was reported that, after the patient's mustache was shaved off to evaluate the dark area on the upper mid-lip cleft, a blackened area was found on surface of the mid-lip cleft with yellow discharge inside mouth behind effected area. Per the physician's assistant note a few days later, the mid upper lip pressure deep lesion is likely due to the hollister etad used while intubated. One week later, wound care assessed lip (philtrum) injury and although it is improving, it is unstageable with eschar in the middle portion of the wound.